Event description:
Meter had a blocked test strip port. Patient was unable to insert a test strip and obtain a test result. Two before contacting lifescan, the patient was unable to test with the meter in the morning. Information was not provided as to what blood glucose results were obtained on the meter prior to the time of concern. The patient was unable/unwilling to answer whether patient had symptoms of high or low blood glucose level at the time of concern. The patient went to the hospital where a result around 19.0 mmol/l (converts to 342 mg/dl) was obtained on the hospital device. Patient was hospitalized for 2 days to reduce patient's blood glucose level. Specific treatment received was not provided. No information was provided regarding the patient's diabetes treatment regimen and whether patient would have taken medication based on meter results. There is insufficient information to indicate that the patient experienced injury or medical intervention due to the product. Based on the information provided to the customer care representative, there was no misuse of the product. As the test strip port issue was not resolved, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The meter was replaced.